Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion; an alert was triggered for recommended replacement time (rrt) about two months after the device was implanted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the device was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Device analysis determined that the loss of telemetry and all functions were due to a severely depleted battery. The device was found to have a high current drain condition. Hybrid analysis revealed that the excessive current drain was due to a faulty xc263 capacitor (c31) with an internal crack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.